Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pull out with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to stopper pull out was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for stopper pull out with the incident lot was observed. Additionally, evaluation and testing of the retain samples was conducted and stopper pull out was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper pulled out after blood draw with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: material no.: 367856. Batch/lot: it was reported that the "edta cap came off tube while taking off tube after blood draw".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper pulled out after blood draw with bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter: material no. 367856. It was reported that the "edta cap came off tube while taking off tube after blood draw".